Event description:
The customer reported that a hlx 3005 spring arm broke during cleaning, and remained attached by the cables. No injuries were reported to maquet. (B)(4).

Manufacturer narrative:
This report is submitted as the 3000 series light shares a common design with devices marketed by maquet in the united states. The hanaulux 3000 series is not sold in the united states. A local technician replaced the broken spring arm with a new one.